Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain indications. It was reported that the communicator was not charging, and they had not been able to get a bolus since friday afternoon. They stated the port at the bottom of the communicator was loose, and they did not know how it would have gotten loose. The patient mentioned they charged the communicator every night, and it was secured inside the pocket of the phone case when they were not charging it. The patient tried different outlet and different charging cables. The light turned orange, but it never charged and did not power on. The agent confirmed there was no visible damage on the communicator. A request was sent to the repair department to replace the communicator device.

Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6): product type accessory product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 16-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.